Manufacturer narrative:
B5 section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from representative that patient has an mpxr related to this situation, see mpxr 1216254. Caller states the pt works next to industrial microwaves and the pt had an experience where she walked close to the microwave, it was turned on and the pt had a shock related to her intellis system-this is what is documented in mpxr. What was not noted in the mpxr was at that time, the pt had their pt controller plugged into an outlet about two feet from the microwave and after this occurrence the controller no longer functioned and actually displays burn marks per the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). It was reported that, prior to examining the patient programmer, the patient explained to the rep that the lithium battery and the patient programmer were ¿melded together.¿ there was a patient programmer issue since there was a ¿black mark¿ on the lithium battery when the back of the programmer was removed. There appeared to be an issue with the outlet the patient was using when charging her patient programmer that caused the black mark to appear on the lithium battery. Patient services was called during patient visit, serial number of the programmer and battery were given to patient service rep, and he informed the rep. And the patient that a new battery and programmer were to be fed-ex to the patient and she was to mail back the programmer and battery of hers. This issue has been resolved. The physician came into the room during patient visit with medtronic and talked with patient and rep.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources, regarding a patient who was implanted with an implantable neurostimulator (ins). Patient reported complaint to provider on the 26th when she came in to refill medications at pain clinic. She informed provider that her ins kept sending shocks to her back because she worked too close to a microwave at her job. When asked if she would like manufacturer to take a look at her device, rep was at the clinic when the provider asked the patient this, she denied seeing the due to her suing manufacturer for patient neglect. She stated that she has tried for over 2 years to contact manufacturer about her "shocking" battery and her programmer, which she says melded together making it impossible to turn off. When rep was able to speak with patient to see if rep could help her with anything or interrogate her battery, patient informed rep that she wouldn't be able to speak with since there are lawyers involved and told the rep to leave.